Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver 500 ml of 0.9% sodium chloride. The secondary tubing set was being used for piggyback delivery of an unspecified solution and was connected to the primary tubing set. The customer contact reported the secondary solution container was raised higher than the primary solution container. After an unspecified length of time in use, while the secondary solution was delivering it was reported the primary solution was also delivering. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.